Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The day after the onset of event the patient was treated with meropenem injection (500mg, ongoing, route and frequency not reported) and vancomycin injection (1 g, ongoing, frequency and route not reported) for the peritonitis event. Eight days after hospital admission, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. No additional information is available.